Manufacturer narrative:
Alleged failure: insufflation pressure was too high. Probable root cause: pressure sensor malfunction / out of calibration; software malfunction; use error; system design; unwanted movement of internal components / wiring; insufflator operated at least-favorable environmental conditions for an extended period of time. Pressure button does not disengage. The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that the medical procedure was converted to an open surgery and resulted in patient death.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available, it will be provided in future reports. Gtin:unknown.

Event description:
It was reported that the medical procedure was converted to an open surgery and resulted in patient death.